Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer and alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma. There was no medical intervention specified. In box b: adverse event/product problem, outcomes attributed to ae are updated in this follow-up. Describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI (rfb), product UDI are updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal, reporter country are updated in this follow-up. In box h: type of reported complaint, (device) problem code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer and alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma. There was no medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
[11/6 3:06 pm] (B)(4). Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to the manufacturer for evaluation.